Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported during a follow up that the physician noted an alert for device reset. The device was reprogrammed and resolved the issue. Patient was in good condition after the event.